Event description:
The customer reported a leak of control material on top of the 4c control vial caps on the coulter act diff 2 analyzer. The leak occurred while the instrument was on closed door mode. Control recovery was within assay limits. Only blood, controls and diluents are present at the probe. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On (B)(6) 2011, a field service engineer (fse) stated he saw no instrument problems found related to customer feedback (cf). The fse replaced the sample probe in case there was a burr on it causing excess tube cap wear but there were no problems seen with the original probe. Fse also replaced the vacuum isolation chamber because it was dirty. Fse ran numerous tubes with no pierce problems. Instrument startup and controls passed. Root cause for the leak is unknown.

Manufacturer narrative:
(B)(4).